Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experience a high blood glucose event (400 mg/dl). Reportedly, the customer stated that was unable to place a cartridge onto the pump because of corrosion on the pump. However, the cause of the corrosion was unknown. It was indicated that the customer would revert back to shots.

Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. However, the cause of reported issue is not known.